Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the ballooning part of the device was so tight that it could not be inflated properly. They changed to a new product to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the inflation port was cracked. The trocar balloon, lock collar, valve seal and doors appeared intact. The inflation syringe was received. The obturator was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the cracked inflation port may occur when mishandled during clinical application. If information is provided in the future, a supplemental report will be issued.